Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy using a prismaflex set, the reporter stated "self-test failure code 1" occurred during use. Blood was returned to the patient and treatment was discontinued. There was no report of patient injury or medical intervention associated with this event. Additionally, it was reported that the input pressure sensor was damaged due to liquid ingress because of a ruptured consumable. No additional information is available.